Manufacturer narrative:
(Testing of actual/suspected device 10/3233) a getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the unit would not charge the batteries. To fix the issue, the fse replaced the power management board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) does not charge batteries. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. No service requested.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) leaks. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.